Manufacturer narrative:
The investigation into the thrombus and ventricular tachycardia has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely root cause. The root cause of the ventricular tachycardia was most likely biomaterial. The root cause of the thrombus was not determined since there is insufficient clinical information. As noted in the impella IFU: impella cp with smart assist system impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient experienced ventricular tachycardia arrest in which the initial impella cp ingested a clot during extracorporeal cardiopulmonary resuscitation. The impella was explanted and replaced with a new impella cp. The patient survived the procedure.